Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the device change-out the implantable pulse generator (ipg) did not recognize the polarity of the lead and was unable to pace. A different programmer and external device were used during the procedure. The patient exhibited arrhythmia, become asystolic, and required a cardiac massage. The device remains in use. No further patient complications have been reported as a result of this event.